Event description:
It was reported that during a cardiovascular procedure, the dr could not get the catheter to go through the introducer. A second catheter was opened and attempted with the same results. The dr then opened a third catheter, and it went through the introducer successfully. The case was then completed and there were no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. Further info received or derived from the eval will be provided with a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00153 for the other medwatch. The same pt is represented in each medwatch.